Event description:
This spontaneous pregnancy report from a patient concerns a (B)(6) female from (B)(6): (B)(4). The patient's height was (B)(6). The patient's medical history and concurrent conditions included: being allergic to penicillin and pregnant. The date of the patient's last menstrual period and expected delivery date were both unspecified. The patient was treated with precise pain relieving heat patch one time on (B)(6) 2011 for a "pulled muscle in neck and shoulder." Concomitant medications included prenatal vitamins for pregnancy. On (B)(6) 2011, the patient experienced application site itching, so she repositioned the patch. The itching continued and the patient removed the patch after 3 hours of use. The patient developed application site redness, continued itching and bumps. She reported taking a shower to relieve the itching but it did not work. Also after each time she took a shower, the area developed more bumps. On (B)(6) 2011, the patient saw her physician who stated the "some of the bumps had pus in them." He recommended the use of an unspecified cream (dose and frequency unspecified). Action taken with the product was discontinued. The patient's outcome was not recovered for application site itching, redness, and bumps; and pus filled bumps. At the time of reporting, the outcome of the pregnancy was unknown. This report was serious (medically significant).